Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to the rupture of the stem, the patient was subjected to an revision surgery to remove the stem.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no products were returned for this complaint. Based on the investigation performed no product defect was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the DHR analysis of batch 5012012 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. 30 parts were manufactured in (B)(4) 2009. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.